Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer will reach out to their healthcare provider regarding an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.